Event description:
A dialysis facility reported that a pt gained weight during a hemodialysis treatment. The goal was set for 2.5 kg. But his post wt increased. Another machine was set up for pure ultrafiltration (uf) for 2 hrs. With a uf rate of 2l/hr. There was no serious injury.